Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ the labels are peeling off causing them to get stuck in analyzer. There was no reported patient impact. The following information was provided by the initial reporter: it was reported that the labels are peeling off the tube which then causes the tubes to get stuck in the analyzer machines in the lab.

Manufacturer narrative:
H6: investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for label lift with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.

Event description:
It was reported that bd vacutainer® sst¿ the labels are peeling off causing them to get stuck in analyzer. There was no reported patient impact. The following information was provided by the initial reporter: it was reported that the labels are peeling off the tube which then causes the tubes to get stuck in the analyzer machines in the lab.